Event description:
Patient was revised due to poly wear, osteolysis and loosening of the cup.

Manufacturer narrative:
Examination of the returned devices confirms wear of the poly material. There is nothing appearing at all unusual of note for 11 years of implantation. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both product codes are now inactive/obsolete. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.